Event description:
They tested their device against the hospital device twice. For the first comparison, the device read 224 mg/dl whiel the hospital device read 42 mg/dl. Tests were done within minutes. Customer drank juice to elevate her blood glucose. For the second comparison the device read 304 mg/dl while the hospital device read 111 mg/dl. No treatment received. No quality controls were used. Requested return of suspect and replacement was sent.